Event description:
It was reported a physician performed a balloon kyphoplasty on a pt for a vertebral compression fracture at level 1. Reportedly, the night after the procedure, the pt experienced "some confusion and had to vomit". The event resolved the same day. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.